Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), identified the root cause to be due to fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by smith & nephew. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the back of the handle broke during cup impaction. Used an identical backup instrument to impact shell correctly to fix the problem. No adverse events were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.